Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -13.0/+1.5/096 diopter, in the patient's right eye (od) on (B)(6) 2015. The lens was explanted due to low vault. The lens was exchanged on (B)(6) 2016 for a longer lens.

Manufacturer narrative:
Additional data: device evaluation: product evaluation found that the lens was returned dry in the lens case/vial with clear surgical residue/debris on product. Visual inspection found the optic torn and the haptic broken and bent. (B)(4). Corrected data: (B)(4). Conclusion code: per dfu for this lens model, vicl's are contraindicated of implantations of a lens in an eye with an anterior chamber depth (acd) less than 3.0 mm. (B)(4).